Event description:
Per medicines & healthcare products regulatory agency in 2004, this valve replaced another valve that was explanted due to breakage. This new valve was fitted and the pt was discharged two days later. Two to three days following discharge, the pt developed a lump on the back of their head at the site where the valve was fitted. The pt was advised that this was normal. However, when the pt awoke the following morning, they had lost their left field of vision in both eyes. They also noticed that csf was leaking from the lump on the back of their head. This valve was removed and was found to have completely broken up. Resulting in the reported swelling and bruising to the pt's brain. At the time of reporting this incident the pt's vision had not returned to normal.